Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose results were "200s", "400's" and "reading like an 85 mg/dl." Tests were done within 10 mins. "Pt has currently strips that are opened longer than 4 months." Pt did not experience any adverse events. No further info has been reported.